Event description:
It was reported the epg (external pulse generator) had a self-test failure. The epg was returned for test and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Main printed circuit board is out of specification (battery connector lock tang broken). Lower case is broken. Keyboard pad is scratched.